Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500; batch no: unknown. It was reported that IV tubing was found leaking in levophed infusion where the plastic tube inserts into the leur lock connection, near end of IV tubing. Per customer email, rn noticed sheets wet with clear solution at 0600 check, previously dry. Rn found that IV tubing was leaking in levophed infusion at point where plastic tube inserts into leur lock connection, near end of IV tubing. Levophed bag and tubing changed, issue resolved. Rn able to decreased levophed infusion rate after.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: unknown it was reported that IV tubing was found leaking in levophed infusion where the plastic tube inserts into the leur lock connection, near end of IV tubing. Per customer email: rn noticed sheets wet with clear solution at 0600 check, previously dry. Rn found that IV tubing was leaking in levophed infusion at point where plastic tube inserts into leur lock connection, near end of IV tubing. Levophed bag and tubing changed, issue resolved. Rn able to decreased levophed infusion rate after.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. (B)(6) see h.10.